Event description:
Litigation papers allege the following: since the surgical implantation of the asr xl acetabular system in her left hip, patient has suffered symptoms including but not limited to swelling, inflammation, hip pain, and problems sitting and standing. Patient is medically unable to have a revision surgery. As a result, she will be forced to live with the pain and problems. (B)(6) 2012 - identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.